Event description:
It was reported that during an ivc filter placement, the filter became jammed 4 cm cephaled of the proximal radial opaque marker. The doctor had to regain access though the right common femoral vein.